Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, while shorting was noted to be consistent with procedural damage. Visual and x-ray examination did not find any anomalies, with the exception of procedural damage.

Event description:
Additional information was received that the rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, noise was reported on the right ventricular (rv) lead. The device was reprogrammed as an interim solution and a revision procedure is anticipated. The patient was stable and will continue to be monitored.